Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured through fluoroscopic imaging. The lead was then surgically abandoned. No additional adverse patient effects were reported.